Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report the patient received a 'battery may be defective' message on the monitor. The patient was issued a replacement battery pack and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery may be defective message) was confirmed. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the 'battery may be defective message' is the corrosion on the pca board. The cause of the corrosion is liquid ingress of an unknown contaminant. The root source of the contamination cannot be positively determined. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery may be defective message) was confirmed. Upon evaluation, there was corrosion on the battery connector in the monitor. The cause of the 'battery may be defective message' is the corrosion. The cause of the corrosion is liquid ingress of an unknown contaminant. The root source of the contamination cannot be positively determined. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack and monitor. Device manufacture date: battery pack: 03/2011, monitor: 05/2010.